Event description:
A nurse reported that suture was fragile and broken when surgeons tightened the knot. Procedure and patient details were an unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened and one unopened suture, in blisters, in pouches were received for the report of sutures broken when surgeons tightened the knot. Opened sample was visually inspected and found to be conforming. A dimensional inspection was done for suture diameter and sample was found to be conforming. Functional testing for suture strength was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for visual, dimensional and functional testing associated with the reported event, therefore a report of the broken knot as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the suture was manufactured to specifications. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).